Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump alarmed lost sensor. Troubleshooting was performed and it was noted the electrode on the sensor was missing. Customer's blood glucose was not provided. Customer is not returning the sensor for analysis.